Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was 109 mg/dl, compared with the sensor glucose reading of 70 mg/dl. The customer also reported a calibration error alert and a change sensor alert. The customer reported having to change the sensor several times. The customer was unable to troubleshoot. The product was not returned for analysis.